Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, cable twist and cable head part imaging flooding were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head display an e226 and an e228 error. There was no patient harm or user injury reported due to the event. This report is being submitted for the e226 error.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10 it was further reported that the problem was first identified during preparation for use. A similar device was used to complete the operation and the scheduled procedure was completed successfully. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use. A similar device was used to complete the operation and the scheduled procedure was completed successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 is an error that occurs when communication between the camera head and the processor fails. Therefore, it is likely that the e226 error occurred due to faulty cable. However, the cause of the faulty cable could not be identified. In addition, e228 is an error that occurs when scope ID data is corrupted. However, the cause of the corrupted scope ID could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.